Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause to be a programming error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient fell due to excessive numbness. The patient was told to turn the pump off for two hours and the pump remained off. The reporter indicated a potential over infusion related to the patient symptoms. Pump settings were unable to be reviewed at the time of the report.